Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment, CT scan revealed that multiple filter struts perforated the ivc wall. Five years followed by that, CT scan revealed that multiple struts penetrating the ivc wall and medial strut penetrating the abdominal aorta. Therefore, the investigation is confirmed for the positioning issue and filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to take anticoagulant due to abdominal mass work, including pancreas and possible live biopsy. At some time post filter deployment, it was alleged that the multiple filter struts perforated and one struts penetrated the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to take anticoagulant due to abdominal mass work, including pancreas and possible live biopsy. At some time post filter deployment, it was alleged that the multiple filter struts perforated and one struts penetrated the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed in the inferior vena cava below the renal veins at the level of approximately l3 for a patient with deep vein thrombosis. The inferior vena cavogram demonstrated good placement of the filter with minimal tilting and otherwise good flow of the blood through the filter. The patient tolerated the procedure well with no complications. Approximately, six years and eight months of post deployment, a computed tomography of the abdomen and pelvis was conducted. The infra renal inferior vena cava filter was in place with a few of the struts that extended beyond the inferior vena cava. There was a strut that indented/extended into the right aspect of the abdominal aorta with no surrounding fluid collections. Around, ten months and five days later, a computed tomography of the abdomen and pelvis was conducted again. There was evidence of migration and aortic perforation of the filter. Around, twenty-one days later, another computed tomography of the abdomen and pelvis was conducted. The images displayed re demonstration of an infra renal inferior vena cava filter with multiple perforating struts, including a medial strut penetrating the abdominal aorta. Around, two months and three days later, the patient reportedly experienced abdominal pain and was admitted to the hospital. A laparotomy was performed, and there were no complications during the procedure. However, perforation of the inferior vena cava was still evident. Around, one month and twenty-one days later, a computed tomography of the abdomen and pelvis was performed. There was evidence of hematoma. Therefore, the investigation is confirmed for positioning issue of the filter, perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Approximately two years post deployment, CT scan revealed that multiple filter struts perforated the ivc wall. Five years followed by that, CT scan revealed that multiple struts penetrating the ivc wall and medial strut penetrating the abdominal aorta. Therefore, the investigation is confirmed for the positioning issue and filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to take anticoagulant due to abdominal mass work, including pancreas and possible live biopsy. Filter was deployed with minimal tilting. At some time post filter deployment, it was alleged that the multiple filter struts perforated and one struts penetrated the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.